Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. It was reported that the customer will not be returning the device. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-1923pk was being used for a slap repair on a (B)(6) male patient. The guide wire broke after going through the cuff. The broken piece was removed; it required a small additional incision about an inch below the lateral incision to retrieve the broken piece. The case was completed with a pushlock anchor.